Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was found to be distorted within the connector. The distal conductor has been over-retracted and the helix will not extend or retract due to distal conductor distortion within the connector. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the helix was blocked by guide tooth, the guide tooth was damaged, there was tissue present on helix, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that post implant an x-ray found myocardial perforation. The physician planned a lead revision. During the lead revision the physician tried to reposition the same lead but the helix of the lead was bent and would fully extend. The physician removed the lead and replaced it with a new lead instead. No further patient complications have been reported as a result of this event.